Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a shoulder procedure, a metal part of the electrode broke in patient's joint. No patient consequences reported, another like device was used. Additional information received via email from the affiliate on 10-27-17. The issue was detected in the middle of procedure, at exploring the acromial space the device had been activated 15-20 min prior to the failure excessive force was not used. The breakage resulted in surgical delay of 5 min. Fragments were retrieved by surgeon in 5 min. No resulting surgical delay. The procedure was able to be completed. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated at the supplier. Visual observation revealed the distal portion of the active tip was fractured and detached at the midpoint of the tip face. It is not possible to determine what has caused this fracture to occur. There are no signs of misuse on the returned device to suspect excessive force has been used. The flow rate achieved, would suggest that the tip did not become detached as a result of excessive temperatures generated due to the flow rate not functioning correctly during use. The device successfully passed the electrical testing and flow rate testing. Testing has not been able to determine the root cause of the reported issue -undetermined. No corrections have been determined at this time. Review of the DHR for this lot number, u1612081, has not indicated any issues encountered during the manufacture of the lot that might explain the failure observed. At this time no containment action is required. From the investigation we have been unable to determine the exact cause of the failure. It is not clear what has caused the tip to break in this manner, with no obvious signs of misuse or improper handling from the device as presented. The systems risk analysis has been reviewed for this failure and the outcome of this complaint is consistent with the expected outcome of such an event. We have reviewed the frequency of these reports over the past 12 months with 4 previous complaints being received. This level leads to the frequency currently being outside of that anticipated 'occasional' frequency. Therefore, due to this, a corrective action will be initiated to further investigate the failure observed in this complaint. Further, a review of the depuy synthes mitek complaints system revealed no similar complaint for this lot device. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).